Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6), 2012. During the procedure, the surgeon noted external rotation when using the guides. Additionally, a drill pin fractured in the patient's femur and had to be removed. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00879).